Event description:
As reported by edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During valve deployment the 26mm commander delivery system balloon ruptured at the narrow calcified stj the end of valve deployment. The balloon rupture caused the balloon to "umbrella" and there were difficulties during withdrawal. Operators removed the 14f esheath plus from the patient, then removed the delivery system unprotected through the femoral anatomy. They immediately put in a 16f esheath plus, and the patient was stable without major bleeding. Post dilation was performed with a second 26mm delivery system. The patient was stable at the end of the case without major bleeding. The 16f esheath was left in the patients right femoral artery and transported to the or for a vascular/surgical repair.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided for review. 3mensio report was evaluated, and the following was observed: calcification present in the stj and landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, during valve deployment the 26mm commander delivery system balloon ruptured at the narrow calcified stj the end of valve deployment and the 3mensio report confirmed calcification in the stj and the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the event description reported, the balloon rupture caused the balloon to umbrella and there were difficulties during withdrawal. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, g3, g6, h2, h6 clinical code, impact code and type of investigation have been updated.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-10019 for the esheath plus.

Event description:
Additional information: common iliac dissection from removal of balloon. Sheath was split at the tip.